Event description:
It was reported that the procedure was to treat a totally occluded, heavily calcified lesion in the heavily tortuous distal femoral vein. During deployment of the 6x200x120 supera self-expanding stent system (sess), the stent elongated significantly and as a result the sheath was retracted within a few millimeters of the access point in the common femoral artery. The proximal end of the stent deployed in the distal end of the sheath. The thumb slide was retracted and both system and deployment locks were turned on. During withdrawal of the delivery catheter, resistance was noted, force was applied, the nosecone separated. The separated nosecone was sitting inside the stent. The wire was slowly retracted, and the nosecone was retracted into the sheath. The nosecone and sheath were then successfully removed. A new sheath was inserted to successfully deploy the supera in the target lesion, completing the procedure. However, as the supera stent was elongated, a portion of the stent was deployed in healthy tissue. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported tip separation was confirmed. The reported difficult to deploy, difficult to remove and stent elongation could not be confirmed as the stent remains in the patient and the difficulties were based on case circumstances. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot did not indicate a manufacturing issue. It should be noted that the pre-dilatation sizing table instructions listed in the supera veritas instruction for use (IFU) instructs that when using a 6 mm stent, the vessel should be pre-dilated to greater than 6.8 mm. In this case, the stent lengthened during deployment due to the stent diameter being larger than the vessel diameter because the vessel was not pre-dilated. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the previously filed medwatch report, additional information was received stating that pre-dilatation was performed using a 7mm unspecified balloon dilatation catheter (bdc). No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported tip separation was confirmed. The reported difficult to deploy, difficult to remove and stent elongation could not be confirmed as the stent remains in the patient and the difficulties were based on case circumstances. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.